Manufacturer narrative:
Because no lot number was identified, a manufacturing device history record (DHR) review or product/process changes review for the involved lot number could not be performed. However, all dhrs are reviewed for accuracy prior to product release. The physical sample involved in the reported incident was not returned for evaluation. One photo was provided by the customer. Visual evaluation of the photo showed a catheter inside the patient with a leak in the arterial extension. The complaint was confirmed by the photo. The instructions for use (IFU) state the customer must perform a visual inspection before using the device and to exercise caution when using sharp instruments near the catheter because the catheter tubing can tear when subjected to excessive force or rough edges. Based on pictures provided by customer, the most probable root cause can be considered as damaged during use. No trends or triggers have been found. No action is deemed necessary at this time. It must be noted that in-process controls are in place to prevent nonconforming product from leaving the manufacturing operations. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, blood was leaking from the arterial extension tube onto the gauze during dialysis. Initially it was reported that the patient received a blood transfusion to replace the lost blood. After clarifying with the customer it was discovered there was no blood loss that required a transfusion; there was a small stain on the dressing and the catheter was removed and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, blood was leaking from the arterial extension tube onto the gauze during dialysis. The patient received a blood transfusion to replace the lost blood and the catheter was removed and replaced.